Manufacturer narrative:
Sc-2317-70 (sn: (B)(6). The returned leads were analyzed and the allegation of patient not being able to feel stimulation any longer has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik-x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik-x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that patient was not getting adequate pain relief and was not able to feel stimulation any longer. The patient was reprogrammed and high impedances were noted on the left lead. The leads were replaced and will be returned for analysis. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient was not getting adequate pain relief and was not able to feel stimulation any longer. The patient was reprogrammed and high impedances were noted on the left lead. The leads were replaced and will be returned for analysis. The patient was doing well postoperatively.